Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned with the helix retracted and clogged blood/tissue. Electrical testing and visual and x-ray examination of the lead were normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited noise. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.